Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a nursing home hospice care. The customer was hospitalized on (B)(6) 2017. The cause of death was congestive heart failure. The caller stated that the customer had a staph infection, a leg amputation, and kidney failure that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was having uncontrolled blood glucose levels due to the infection. The customer was not using sensors. The customer had a lot of health issues going on at the same time. The caller declined to return the insulin pump for analysis.